Event description:
It was reported that three weeks post implant the patient experienced symptomatic bradycardia. It was noted during a device check that there were non-sustained ventricular tachycardia (nsvt) episodes that were likely oversensing on the right ventricular (rv) lead, resulting in inhibition of pacing. Electrograms showed noise/artifact with occasional oversensing. The differential diagnosis of the electrograms was noise/myopotential stimulation and rv lead far-field sensing of atrial fibrillation (af). Capture management showed variable threshold, and there was periodic loss of capture in the sitting position. Chest x-ray indicated possible dislodgement. The device was reprogrammed and the lead was subsequently repositioned. One month later a follow-up check indicated there was no noise or patient symptoms. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-45 lead, implanted (B)(6) 2014. (B)(4).